Manufacturer narrative:
Tw# (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable would not work. Was not working properly. Loose connection., and was intermittent in delivery of power. No patient harm, or delays reported. Changed out to a new hemopro 2 extension cable to complete case.